Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. After removing tissue and residuals of dried blood the fixation helix could be easily extended and retracted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement and total loss of capture. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement and total loss of capture. No adverse patient side effects were reported. Should additional information become available, this file will be updated.